Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and six shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The shocks slowed af, but started back up and conducted again, not terminate the arrhythmia. Technical services (ts) suggested following up with clinic to see if anything had changed in med history. At this time, no additional adverse patient effects have been reported. This product remains in-service. The local area field representative was contacted for additional information, however at this time no further information is available.